Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. The DHR for the freestyle precision neo strips indicated by the serial number provided by the customer was reviewed. The dhrs showed the freestyle precision neo strips passed all tests prior to release. Retain testing was performed for freestyle precision neo strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 7 on the display on their adc meter. As a result of being unable to test, the customer experienced hyperglycemia with symptoms described as numbness in feet, left arm, and left cheek. Customer was taken to the hospital and administered two (2) types of intravenous insulin (humalog & basaglar), intravenous lipitor (dosage unknown), and oral aspirin by a health care professional for treatment of a hyperglycemia diagnosis. No further treatment was indicated. There was no report of death or permanent injury associated with this event.